Event description:
It was reported that there was an alert on the device for low, out-of-range shock impedances of eighteen ohms on the right ventricular lead. Boston scientific technical services was contacted for consultation and options were discussed. The device and leads remain in service. No adverse patient effects were reported.